Event description:
On may 16, 2000, the customer drew a sample and reported out an axsym beta-human chorionic gonadotropin value of 800 mlu/ml. The pt returned for another appointment, a sample was drawn and yield a value of 2000 mlu/ml. Pt has another sample drawn and assayed at another lab which yielded 71,000 mlu/ml. Because of the discrepancy, the original sample was reassayed and yielded 45,000 mlu-ml. There was no impact on pt management.